Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system was last serviced prior to the reported event. Based on the information obtained, the root cause of the reported event is inconclusive. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that phaco tip was blocked and which led to temporal main wound burn during surgery. The procedure type was unknown. The phaco tip was replaced and still blocked, which resulted in a superior wound burn. The event outcome was unknown at the time of reporting. Additional information requested and received that the temporal main/superior wound burn required sutures. A healthcare professional reported that the ophthalmic operating console exhibited aspiration failure during surgery and also phacoemulsification (phaco) tip was blocked that lead to a temporal main wound burn. The phaco tip was still blocked after changing for the second time and resulted in a superior wound burn required corneal sutures.